Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. In addition, it was reported that an occlusion alarm occurred. Reportedly, the customer changed pump supplies to address the issue. Customer¿s blood glucose level ranged from 387-450 mg/dl. Lastly, it was reported that a resumed pump alarm and cartridge alarm (alarm 25) occurred. Customer declined to further troubleshoot and continued using the pump for insulin therapy.